Event description:
It was reported that one day post operative of a pacemaker system implant the patient was experiencing stimulation. The sales representative could see the jerking across the patients chest and back. It was noted all measurements were normal. Technical services (ts) reviewed the data and informed the right ventricular (rv) lead pacing impedances were 1000 ohms at implant and now they decreased to 800 ohms. Additionally, rv thresholds have increased since implant. Ts informed the sales representative that measurement changes can occur after implant as the system stabilizes. Additional information received from the sales representative suggests a lead revision was performed. The lead was placed near the septum and outputs were adjusted. The patient did not experience anymore stimulation and everything was fine. The rv lead remains in service. No additional adverse patient effects were reported.